Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered ¿multiple¿ bolus to address what the customer believed was a high blood glucose (bg). The customer's bg level subsequently decreased to 30 mg/dl. Customer went to the emergency room and was ultimately admitted to the hospital. Customer was treated with intravenous fluids of saline which resolved the issue. Customer was released from the hospital on (B)(6) 2023. Tandem technical support performed a system check and the pump is functioning as intended.